Manufacturer narrative:
The patient's past medical history included c-section. Previously administered products included nuvaring for contraception. Diagnostic results: (B)(6) 2016: hysterosalpingogram result: on magnification views the essure device on the right actually appeared to be outside the tube on the right. On the left there was no filling of the fallopian tube and the cornu was not well seen, however the essure device on left appeared somewhat peripheral. Tubal occlusion on left side and patency on right. On (B)(6) 2016: hysterosalpingogram: patient presented with hysterosalpingogram result suggesting perforation/rupture of essure coil from right fallopian tube and possible migration of left essure device. Both proximal and distal portion of right coil were touching the tube but central portion appeared separate from tube. Left coil appeared to travel down the tube. Recommendation for laparoscopy, bilateral salpingectomy and removal of bilateral essure coils. Most recent follow-up information incorporated above includes: on (B)(6) 2017: perforation questionnaire received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and the procedure had complications and had to be done twice. She said it was probably due to a spasm. Later on, she returned to have the imaging (not specified) and the essure had migrated out of the fallopian tube and inserted itself into the uterine. Upon follow-up receipt, it was clarified that essure had migrated out of the fallopian tube and inserted itself into the uterine wall / right essure coil was visualized in the serosal edge at the fundus of the uterus, further specified as unilateral right perforation. Additionally, it was reported that essure coil was removed from proximal end of left fallopian tube (device dislocation). A bilateral salpingectomy and essure coils removal were performed. Both events are anticipated in the reference safety information for essure. Although the difficult insertion in this case could had contributed for the uterine perforation, given its nature per se, the reported event is assessed as related to essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. In this particular case, the exact date and mechanism of dislocation were not reported, however, giving the event's nature, causality with essure cannot be excluded. Since device removal was required, this case is regarded as incident. Product technical analysis was performed as review of the manufacturing batch record (complaint sample was not available). According to results, it was confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a consumer in united states on 25-oct-2016 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted for permanent contraception. Consumer reported she has 3 children and decided to have essure inserted. She had to go in twice to implant the essure device. She planted the essure in one fallopian tube but could not do the other. She said it was probably due to a spasm. She went back in the following week and planted the second one. When they went to have the imaging, the essure had migrated out of the fallopian tube and inserted itself into the uterine wall. As she still did not have the true sterilization, the physician scheduled a third procedure to remove the essure devices and tie her tubes to ensure sterilization. Follow-up information was received on 31-oct-2016: no new clinical information provided. Two follow-ups received on 31-oct-2016: information received from a (B)(6) female patient who is gravida 4 and para 3013 (as reported) states that she made the decision, with the help of her doctor, to have an essure implant procedure done. This was an elective procedure and was done because she did not wish to have any more children. According to her, she was (and still is) in good health. She thought that it would be a very simple procedure, would be at no cost to her, and would result in sterilization, but she has run into a number of difficulties. She informed that essure implantation did not result in sterilization for her and there were complications. She states that, after two implantation procedures, a third procedure had to be done to remove the implants and to do a tubal ligation when imaging showed that one of the implants had migrated and was embedded in her uterus. In addition, patient medical record was provided. According to her medical record, essure procedural was performed on (B)(6) 2016. Essure tubal coil was placed on left fallopian tube but the attempt on right fallopian tube was not successful. According to procedural findings, on bimanual examination, cervix was soft and mobile; her uterus had normal size and was anteverted. With hysteroscopy, the entire cavity was seen with both ostia seen well. Adequate placement of coil was done in left fallopian tube and presumed spasm occurred with inability to place coil in right fallopian tube. Saline used with deficit of 700 cc. General anesthesia as well as cervical dilatation were applied during insertion. It was also described that initially attempt of essure placement was made in the right fallopian tube however, inadvertent early firing was performed and the coil was removed from the cavity as unable to be used. At this time, a coil was easily threaded thru the left fallopian tube to the black marker. Stabilization of the device was performed and the coil was placed and released within the fallopian tube without difficulty (3-4 trailing coils were noted on the left). Essure device was then advanced through the hysteroscope into the right fallopian tubes, where friction was encountered. This was felt to be spasm in the fallopian tube and the patient was given toradol. An additional 2 attempts were made to thread the coil into the fallopian tube with again, friction being encountered. At this time the hysteroscope was then removed from the patient uterus. Twenty minutes of time was allowed to lapse. This was in an attempt to allow toradol to take effect with a decrease risk of spasm of the fallopian tube once time elapsed, hysteroscopy was performed and again both fallopian tubes well visualized. Again, 3-4 trailing coils noted with placement on the left. Again, inability to thread the right fallopian tube occurred. Given inability to thread fallopian tube, decision was made that the case was complete to reduce risk of complication for patient. All instruments were then removed from the patient uterus, cervix and vagina. Patient was cleaned, taken out of dorsal lithotomy position and transferred to recovery in stable condition. Sponge counts correct x2. There was no pathology. Disposition is stable. Saline was used as a medium during the case with ins and outs showing deficit of 700 cc felt to be partly loss due to fluid on drapes and floor. Integrity of the uterus throughout the procedure felt to be stable. On (B)(6) 2016, patient presented for attempt of repeat procedure or operative laparoscopy with bilateral tubal ligation. Cervix was easily dilated and the hysteroscope was advanced through the cervix into the uterus where using saline as a medium, the cavity was visualized. Both tubal ostia were visualized well. The essure coil system was obtained. This was advanced through the hysteroscope where it easily entered the right ostia and it was threaded into the right fallopian tube. This was threaded to the black marker. Stabilization of the device was performed and the coil was placed and released within the fallopian tube without difficulty. Some 2-3 trailing coils were noted on the right. Left ostium was also visualized. One week ago ((B)(6) 2016) at the placement of left coil, 3-4 trailing coils were noted on the left; these were no longer well visualized and it was felt that perhaps portion of coil could be seen within the ostia. Given excellent placement prior, no further evaluation was performed. Case was considered complete and all instruments were removed from the patient uterus, cervix and vagina. She was cleaned, taken out of dorsal lithotomy position, and transferred to recovery in stable condition. Sponge counts were correct x2. There was no pathology. Disposition is stable, she received 1g of ancef preoperatively. On (B)(6) 2016, hysterosalpingogram was performed. According to exam findings, essure device on the scout film was seen bilaterally. Following the injection of water-soluble contrast into the uterine cavity there was filling of the fallopian tube on the right to the level of the ampulla. On magnification views the essure device on the right actually appeared to be outside the tube on the right. On the left there was no filling of the fallopian tube and the cornu was not well seen, however the essure device on left appeared somewhat peripheral. Case was discussed with another doctor. They discussed that the right tube appears open and is not occluded. Also at least a portion of the device is outside of the right fallopian tube. The essure device on the left is peripheral and since the right lobe in tube is not included reporter cannot be certain that the left fallopian is occluded. On (B)(6) 2016, patient presented with hysterosalpingogram result suggesting perforation/rupture of essure coil from right fallopian tube and possible migration of left essure device. Recommendation for laparoscopy, bilateral salpingectomy and removal of bilateral essure coils. Patient was brought to the operation room and prepared for surgery. During procedure, a survey of the uterus and fallopian tubes were made. At the fundus of the uterus, on the right side, a silver hue could be seen below the serosal layer suggesting the essure coil. Decision was made to perform left salpingectomy first. The ovary and left fallopian tube were visualized. The mesosalpinx below the fimbriated end was bipolar cauterized and then cut. This was brought across the mesosalpinx to the tubo-ovarian ligament. The tubo-ovarian ligament was then cauterized and cut transecting the entire tube. At this time the essure coil was encountered. The resected fallopian tube was brought out the 8 mm port and the portion of coil within the tube was successfully able to be removed marking both a portion of the essure coil and the fallopian tube. The grasper was then able to be entered into the remaining portion of the stump of the fallopian tube at the cornua of the uterus and the remainder of the essure coil was removed. The entire left essure coil was confirmed as removed. This was all handed off for pathology. The right fallopian tube and ovary were carefully visualized. The 2 cm paraovarian cyst was from the fimbriated end of the fallopian tube. The mesosalpinx below the fimbria was cauterized and cut. This was brought across the mesosalpinx to the tubo-ovarian ligament. This was then cauterized and cut just distal to the visualization of the essure coil in the serosal layer. This was then brought out through the 8 mm port and prior to removing it through the port, the 2 cm cyst was ruptured for ease of removal through the 8 mm port. This was handed off for pathology. At this time the proximal end of the coil within the serosal layer was cauterized and cut. The coil was encountered. The coil was able to be successfully removed from the uterine edge as well as the remainder of the fallopian tube stump. The entire right coil was felt to be removed successfully. This was handed off for pathology. The remaining portion of fallopian tube at the cornua of the uterus was removed. The uterine serosal layer was cauterized with excellent hemostasis. The mesosalpinx bilaterally was cauterized with monopolar cautery with excellent hemostasis. Irrigation was used. Both ovaries were normal. Decision was made that the case was complete. All instruments were then removed from patient; she was cleaned and transferred to recovery in stable condition. This case is in litigation. No new information was received from medical records. Quality safety evaluation was received on 15-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Premature deployment is defined as the expansion of the outer coils of the micro-insert and subsequent detachment of the micro-insert assembly from the delivery wire prior to the physician completing all deployment steps outlined in the instructions for use (IFU). Several factors can contribute to a premature deployment event. The most likely root causes are tubal spasms, which prematurely pull the micro-insert from the delivery catheter, stretching of micro-insert during placement attempts, which loosens the inserts grip on the delivery wire, and potential manufacturing deficiencies. A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Premature deployment and tubal spasms are an anticipated event and mere was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and the procedure had complications and had to be done twice. She said it was probably due to a spasm. Later on, she returned to have the imaging (not specified) and the essure had migrated out of the fallopian tube and inserted itself into the uterine. Upon follow-up receipt, it was clarified that essure had migrated out of the fallopian tube and inserted itself into the uterine wall / right essure coil was visualized in the serosal edge at the fundus of the uterus (embedded device). Additionally, it was reported that essure coil was removed from proximal end of left fallopian tube (device dislocation). A bilateral salpingectomy and essure coils removal were performed. Both events are anticipated in the reference safety information for essure. Although the difficult insertion in this case could had contributed for the device embedment, given its nature per se, the reported event is assessed as related to essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. In this particular case, the exact date and mechanism of dislocation were not reported, however, giving the event's nature, causality with essure cannot be excluded. Since device removal was required, this case is regarded as incident. Product technical analysis was performed as review of the manufacturing batch record (complaint sample was not available). According to results, it was confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. Further information will be obtained through the litigation process